Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter sent no waveforms or numerics to the central nurse's station (cns) and did not display them locally. Nihon kohden's qa and technical services departments made unanswered attempts to obtain additional information regarding the event. It was not clear whether the malfunction occurred during patient setup or while monitoring the patient. There was no patient harm reported. Service requested / performed: evaluation / repair: an exchange unit was shipped to the customer on 07/17/2019. On 01/07/2022, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). On rc evaluation, the reported problem could not be duplicated. No physical damage was noticed. Numeric values and waveforms of the monitoring parameters were displayed correctly on transmitter and at the cns. Investigation summary: the root cause of the issue could not be determined as the nk rc was not able to duplicate the issue upon evaluation. The possible causes of the ECG waveforms not showing on the receiving monitor, as per the zm transmitters operator's manual, is inconsistency of the channel, software version, or inconsistent protocols between the transmitter and the receiving monitor. Per hazard analysis document 0704-902878m, hazard #d074, if the measurement values are not consistent in the receiver (cns) and transmitter, possibly caused due to data being processed by each feature of the transmitter and cns, this can cause data inconsistency. The reported issue does not require further investigation through CAPA process since the issue could not be duplicated on rc evaluation. The device was performing as intended. Also, the cns manufacturer's hazard analysis determined the residual risk of inconsistent reading between the transmitter and the monitor is acceptable. The following fields are not applicable (na) to the MDR report: d4: lot # & expiration date. G4: device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model#: ni. Serial#: ni. Org: model#: ni. Serial#: ni. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the transmitter sent no wave or numerics to the central nurse's station (cns) and did not display them locally.

Manufacturer narrative:
The customer was provided with an exchanged device to resolve the issue. Nihon kohden's qa and technical services departments made unanswered attempts to obtain additional information on the event. It was not clear whether the malfunction occurred during patient setup or while monitoring the patient. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the transmitter sent no wave or numerics to the central nurse's station (cns) and did not display them locally.